Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the end faces light guide bundle on the distal end is defected. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of failure of distal end of the video telescope could not be determined. The most likely cause is a failure of the end faces light guide bundle on the distal end is defected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope had an abnormal image. The issue occurred during cleaning and disinfection. There were no reports of patient harm.

Manufacturer narrative:
No information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.